Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced telemetry issues with their first implant. The implantable pulse generator (ipg) was explanted and replaced due to normal elective replacement indicator (eri). No patient complications have been reported as a result of this event.